Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed that the proximal coil was fractured and the lead body was bent in the suture sleeve area. The location and appearance of the lead body indicated that the coil fractured over time due to fatigue. An abrasion mark was found on the insulation at 13.0 cm from the connector pin.

Event description:
Exit block and lead fracture were reported. The lead was removed.